Manufacturer narrative:
Code a27 used to capture over-inflation of touch-up balloon inside gore device. Code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are instructed to follow manufacturer¿s recommended method for size selection, preparation and use of aortic and iliac dilation balloons, carefully monitoring both volume and pressure to avoid complications. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma, and occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After a contralateral leg component was deployed in the left common iliac artery, ballooning was performed using a non-gore balloon catheter. A decrease in blood pressure was reportedly noted, and an intra-operative angiograph revealed a rupture at the left common iliac artery. An additional stent graft was placed down to left external iliac artery, and the left internal iliac artery was covered. During the procedure, a proximal type I endoleak was also observed, but no further treatment was given because the patient had a "shaggy" aorta and poor renal function. The patient tolerated the procedure, and the physician will continue to monitor the patient. The physician commented that touch-up ballooning was performed as usual, but might have been too strong.